Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to fill tubing step in load process and attempt to fill again. Technical support walked customer through load process. Customer was able to load cartridge onto the pump without issue and resume insulin.